Manufacturer narrative:
Device not returned

Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer's blood glucose ranged from 144-163 mg/dl.